Manufacturer narrative:
It was reported to a stryker sales account manager at the customer site that allegedly a patient fell as the bed exit alarm was not triggered on the patient's bed. Furthermore, it was reported that allegedly the bed locked up while pushing the patient to another unit. The correct serial number and device were identified. A visual and functional inspection was performed by a stryker field service technician. It was found that the bed exit alarm system was operating properly, and there were no component level defects of the product. In addition, the stryker sr. Qae spoke to the stryker sales account manager who provided that the customer confirmed the patient did not experience any injury from the fall. Additionally, he provided that the customer was able to move the bed after the alleged brakes engaged inadvertently. Based on this, the stryker sr. Qae determined that the alleged brakes unexpectedly engaged was likely not due to any component level defects of the product. The issue was resolved for the customer by evaluating the bed and returning the unit to service.

Event description:
It was reported that the alarm was not going off/bed alarm malfunctioning on a patient's bed. It was further reported that the patient fell and hit his head on the floor, resulting in a transfer to the ccu/ICU.

Event description:
It was reported that the alarm was not going off/bed alarm malfunctioning on a patient's bed. It was further reported that the patient fell and hit his head on the floor, resulting in a transfer to the ccu/ICU.